Event description:
Note: this manufacturer report pertains to one of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-04649 for a description of the related event. It was reported to boston scientific corporation in 2008, that an hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed the day before. According to the complainant, while performing a sphincterotomy of the papilla, the wire of the sphincterotome "snapped. Nothing fell into the patient." The case was completed with another autotome rx sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.